Event description:
It was reported that the patient passed away due to the ventricular assist device being deactivated while on comfort care. The outcome was considered device or therapy related and was due to right ventricular failure. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was communicated that the device would not be returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that right heart failure existed prior to vad implant. The device did not cause or contribute to right heart failure. The device operated as expected.